Manufacturer narrative:
Replaced the housing to fix the reported issue. (B)(4).

Event description:
During depot repair, it was noted that the latch locking the ventilator onto the cart would not lock. There was no report of the ventilator tipping or falling. No reported patient involvement/injury.